Event description:
Related manufacturer report number 2916596-2022-00922. It was reported that the patient had a driveline fault alarm on (B)(6) 2022. The alarms were due to the system controller having an old software version. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
This event was previously reported under manufacturer report number 2916596-2022-01295. Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed. The system controller (serial #: (B)(4)) was not returned for analysis; however, two log files were submitted for review. A review of the submitted log file showed overlapping events spanning approximately 33 days ((B)(6) 2018, (B)(6) 2019, (B)(6) 2021, (B)(6) 2022 per time stamp). Driveline fault alarms were active on (B)(6) 2022 from 11:21:34 to the end of the log file and were coincident with yellow wrench advisory alarms. While these alarms were active, the value of phase 1 was lower than the values of phases 2 and 3. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the second system controller was exchanged and if anything would be returning for evaluation; however, no response was received. Provided information communicated on 22feb2022 stated that the driveline fault alarm resolved with a controller exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.